Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, which the customer understood.